Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated surgery on the hip and received multiple inappropriate shocks. The physician stated that the magnet was placed on the device for the entire duration of the procedure still the patient received inappropriate therapy. It was suspected that the magnet might have moved during the procedure causing magnet mode to activate and deactivate. The magnet was reapplied, and the implantable cardioverter defibrillator remains implanted.